Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due the customer's quik-combo therapy cable being inoperative, which resulted in the device not recognizing a patient connecting through its defibrillation electrodes. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use, and the customer was advised to replace it's quik-combo therapy cable.

Event description:
The customer contacted physio-control to report that their device did not detect a patient was connected through the defibrillation electrodes. The device prompted "connect electrodes" with the electrodes applied to the patient. A back-up device was subsequently used, with the same electrodes. The delay was reported to be minimal and the back-up device determined the patient was in a non-shockable hearth rhythm.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not detect a patient was connected through the defibrillation electrodes. The device prompted "connect electrodes" with the electrodes applied to the patient. A back-up device was subsequently used, with the same electrodes. The delay was reported to be minimal and the back-up device determined the patient was in a non-shockable hearth rhythm.